Event description:
The customer reported receiving a button error alarm from the insulin pump. The significant event reported leading up to the alarm was the customer wearing the device against the skin. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. The customer's blood glucose value was 131 mg/dl. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The functional tests could not be completed due to the unresponsive buttons. The insulin pump had a cracked case at a display window corner, cracked reservoir tube lip and moisture damage to the display board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.